Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that the wisdom tooth is sideways. There are nerve endings on the wisdom tooth and moving forward with treatment could cause nerve damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.